Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and upon troubleshooting identified a failure in the host pc. The fse replaced host pc and carried out a full operating system and application software installation to resolve the issue. The defective host pc was returned for analysis and found to have a battery charge/discharge issue, confirming the malfunction of host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.